Manufacturer narrative:
(B)(4). The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation. This is one of two events of a fluid leak reported for the same patient involving two separate malfunctions.

Event description:
Peritoneal dialysis (pd) patient reported during treatment solution had leaked from the back of the cassette all over the inside of the cassette door. The date of the leak was not confirmed but had occurred within the last 2 weeks. The cycler alarm "air detected in the cassette" frequently but it is unknown if the cycler alarmed at the time the leak was observed. During follow up the patient¿s pd nurse reported the patient has not had any adverse events. No antibiotics were prescribed. The set has been discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.